Event description:
Report rec'd of a clave port silicone seal that did not reseal after the port was accessed. The customer reports that the pt was receiving an unspecified piggyback infusion via the distal clave port on the primary IV tubing. Approx 10-15 minutes after the piggyback had been disconnected from the clave port it was noted by the clinician that there was an approximate 5-6cc blood loss from that clave port. Upon further inspection, it was reported that the silicone seal had not popped back up to reseal the port after disconnection of the piggyback tubing. A blood hemoglobin level revealed a decrease significant enough to require a blood transfusion. The pt rec'd a blood transfusion, and the blood hemoglobin level is presently within normal limits. The pt remains hospitalized in good condition. Add'l pt info was requested, but no further info was provided.